Event description:
It was reported to boston scientific corporation on september 6, 2006 that a hydra jagwire device was used during a procedure on a male (patient age, and weight unknown), in 2008. According to the complainant, the "coating became detached from the wire and krinkled back on itself". The procedure was completed with another hydra jagwire device. No issues were reported at the end of the procedure.

Manufacturer narrative:
A visual examination of the returned guide wire revealed that the sheath was damaged, and nicks and cuts were along the entire device, and the core wire was exposed at different parts of the device. The complaint has been confirmed and the root cause could not be determined.